Event description:
Please be advised that while investigating an event involving one of our products, (B)(6). Noted a potential adverse event regarding a non-(B)(6). Product. It was reported during an atrial fibrillation case, that a clot was noticed. The clot was found across the septum extending to the left atrium and the right atrium. The procedure was aborted. The clot was confirmed by intracardiac echocardiography (ice) and transesophageal echocardiogram (tee). The medical intervention provided was the act levels were checked to be therapeutic and the patient was reported to be sent to the operating room (or) to retrieve the clot. The last known patient status is unknown. The soundstar catheter was discarded. Generator in use was farapulse. Additional information was received. It was believed that the thrombus was in the sheath. It was not a (B)(6) sheath. The account was using faradrive. The only it was a boston pfa case. Bwi product used was soundstar 8fr. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).